Event description:
It was reported that this right ventricular (rv) lead exhibited a history of loss of capture and high threshold measurements. The patient was not rv pacemaker dependent at that time. The lead was later surgically abandoned due to high pacing threshold measurements. No additional adverse patient effects were reported.